Event description:
On 9/9/94 an aus device was implanted. On 2/16/96 the balloon was revised. On 7/21/97 the pump and balloon were removed from the pt due to "device malfunction" pressure regulating balloon had hole in dependent portion.